Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, two of the hand instruments failed. The first instrument registered a broken probe error. The second instrument continuously provided seal short circuit error. The procedure was completed with the use of a non-olympus device. There was no patient injury reported.

Manufacturer narrative:
Olympus received the thunderbeat hand instrument for evaluation. The evaluation found that the instrument passed the probe check with no error code displayed. The teflon pad was burnt and melted with black charred stain at the mid-section of the grasping section. The probe was discolored with dark charred mark. The damage found could result from activation of output for an extended period while the grasping section was closed without any tissue.